Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage or user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 90 to 120mg/dl. Customer feels tired and sleepy and observed symptoms of dizziness. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 53mg/dl and 59mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 01/22/2017 and open vial date is 01/22/2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 90 to 120mg/dl. Customer feels tired and sleepy and observed symptoms of dizziness. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 53mg/dl and 59mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot MFR's expiration date is 01/22/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory; adverse event not reported.